Event description:
The customer contact reported the locking cap could not be tightened. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to pt use, the locking cap on the cassette of the tubing set could not be tightened. Although, there was potential for leak, no leakage was reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.